Event description:
The device was serviced by baxter. During svc testing, a failure code 570 was found. According to the hosp rep, no pt injury or med intervention had been reported. No additional contact or info was available.